Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 3 years - 5 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was poor. The doctor reported bone resorption was observed during the implant placement surgery. The patient has since recovered.